Manufacturer narrative:
(B)(4).

Event description:
The manufacturer received information alleging a ventilator's battery would not charge. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's software will be reloaded to address the issue.